Event description:
It was reported that the patient experienced peritonitis, manifested by pyrexia and a cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The patient received irrigation with unspecified antibiotics three times intravenously for the event the same day they were hospitalized. A few days later, the patient was treated with intraperitoneal vancomycin (dose and frequency not reported). After this treatment was started, there was no pyrexia or abdominal pain observed. The outcome of the peritonitis was not reported. Dianeal therapy was ongoing. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.